Event description:
During routine testing of the device, the user reported error code cf08 appeared and calibration failed. An alternate device was employed for the procedure. Since the event occurred during routine testing, there was no patient involvement.